Event description:
Purchased clear care no rub for contact lenses. Has small red banner warning to use enclosed case, not regular contact case. Soaked contact lens overnight, inserted next morning. My eye slammed shut like I had acid in it and it took me 5 minutes to dig it out. After 3 hours and no relief, even an eye wash, I went to the emergency room where I spent 5 hours. Cornea is okay, clear film over white of eye is still swollen. Researched on internet and this is common for this product. This product has peroxide in it that cleans the lens and neutralizes after 6 hours. However, like most people with contact lenses, we look for the no rub solution and don't read the fine print. I believe there should be a huge caution banner across this bottle so consumers understand that the result of not using their "special case" is that your eye will be burned with the peroxide. I missed two days of work as a result of this, along with my medical bills. Emergency room treatment, eye wash, 4 doses of antibiotics in eye over 5 hour period, dye in eye, pressure taken of eye, eye exam - (B)(6) 2011. Prescription for 7 days of antibiotic eye drops, follow-up appointment scheduled for (B)(6) 2011 to check eyes.